Event description:
On (B)(4) 2012, a vns treating neurologist reported that both the patient's neck and chest incision sites have not yet closed since surgery. No infection is suspected and the device is not extruding through the wounds. The patient was not programmed on, as was the original plan, since the physician did not feel comfortable doing so. The physician stated that it looked like they used dissolvable sutures that are now gone. The physician's plan is to prescribe the patient an antibiotic cream to prevent any possible infection, and have the patient return in a few weeks to assess the progress. The physician hopes that the incisions will close on their own and the patient will able to be turned on. The physician later reported that the incision sites were not yet closed due to the patient removing the staples herself before the appointed time. No causal or contributory medication changes preceded the onset of the incision sites not yet closing. The physician further indicated that this had nothing to do with vns and was a poor call of the patient regarding the surgical site.